Manufacturer narrative:
The failure investigation has been completed and the alleged load issues could not be verified. Additionally the alleged occlusion alarm issue was verified in the pump logs, however, no failure was identified.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer changed the pump supplies to address the issue. Additionally, a minimum fill notification occurred after filling the cartridge with 300 units of insulin. A cartridge change was performed, but the customer received an inaccurate fill estimate. The customer¿s blood glucose level was 253mg/dl. Reportedly the customer continued to use the pump for insulin therapy. The customer also had manual injection supplies available.